Event description:
It was reported to philips that the system's c-arm was unable to perform rotations.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another device. The philips field service engineer (fse) visited system onsite and confirmed that the c-arm was unable to move. The fse reviewed system log files, which showed fdc and collimator errors. Upon further analysis, the fse found the issue with nc power supply in the m-cabinet. The supplier's part analysis determined the cause of nc power supply issue was failure in the common low-voltage power supply section that generates or distributes the 12 v and 24 v rails. To resolve the issue, the fse replaced nc power supply and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.